Manufacturer narrative:
(B)(4) the post market surveillance department is in the process of reviewing patient medical records and treatment sheets this report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity,

Event description:
A user facility reported that a patient expired while at the clinic for their hemodialysis treatment. Reportedly, the patient had requested a pause in the treatment to use the restroom and collapsed while returning to the chair. The clinic manager (cm) provided follow-up information related to this event. The patient was in what was considered to be a normal state of health prior to beginning the treatment. Pretreatment vitals were taken and determined to be the following: blood pressure (bp) was 129/67; pulse (p) of 77 regular; respiratory rate of 17; temperature of 96.8; (B)(4). Approximately 2 hours 15 minutes into treatment, the patient complained of stomach cramping. At this time the patient's bp was 170/93 and p was 67. A normal 150ml saline bolus was administered for the cramping. Approximately 5 minutes later, the patient requested the treatment be paused. The patient's blood was returned at 13:45, and then the patient ambulated to the restroom. Approximately 10 minutes, while returning to the chair, the patient became anxious and weak, and was placed in a wheelchair. At 13:59, the patient was found to be unresponsive in the wheelchair and without a pulse. An automated external defibrillator was applied which advised to begin cardiopulmonary resuscitation (CPR). Emergency medical services (ems) was requested. CPR continued for approximately 7 minutes until ems arrived, however, the patient expired. Following the event, the hemodialysis machine was removed from service for evaluation. The unit remains at the user facility. No parts are available for return to the manufacturer for analysis.

Manufacturer narrative:
Clinical investigation: the patient medical records were provided by the facility on february 19, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. Medical records reveal that the patient was not on hemodialysis at the time she became pulseless and non-responsive. The patient had returned from the bathroom after being taken off dialysis. Prior to the non-responsive/pulseless episode, the patient was having dry heaves and stomach cramping. The patient had a history of coronary artery disease and congestive heart failure. Medical records do not contain a death certificate or autopsy report for review. The medical records do not contain ambulance or hospital progress notes from (B)(6) 2016. Medical records do not contain medication records, labs (including a recent bicarbonate or potassium level) or diagnostic tests for review. There were no symptoms prior to the administration of hemodialysis that indicated the patient was having any cardiopulmonary issues. In addition, the patient was receiving hemodialysis treatment and had been on hemodialysis for approximately the previous 22 months. Medical records do not contain any information that the patient had experienced any non-responsive or pulseless episodes during hemodialysis in the past. No malfunction was reported. The medical records do not contain any cause for the patient¿s pulseless episode. Medical records do not state there was any causal relationship between the 2008t hemodialysis machine and the pulseless episode and death.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed during the res on-site evaluation. The unit passed all functional checks, and audible alarms passed. All unit pressures were verified and system self-test completed without issue. Additionally, the ultrafiltration (uf) problem identification checklist procedure was performed to identify any potential uf issues. During the review, a check valve leak was identified. The check valve was replaced to resolve the issue. The res advised the user facility to calibrate the uf pump and/or replace if needed, and then re-run the uf problem ID checklist procedure. Functional testing performed by the res confirmed that the unit was operating properly. Follow-up information provided by the biomedical engineer at the user facility confirmed that the uf pump was calibrated as recommended by the res. The 2008t hd machine has been returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the patient incident was not able to confirm an issue which would have resulted in the adverse event. The amount the uf pump was found to be out of specification is not thought to be a likely contributor to the event. The system level review of this 2008t hemodialysis machine and the concomitant devices used during the hd treatment found no indication that a fresenius product caused or contributed to the patient event. Although lot numbers were provided for the granuflo dry acid concentrate and the naturalyte dry pack bicarbonate concentrate used during this hd treatment, lot numbers of the other associated concomitant devices (fmc bloodline and optiflux dialyzer) were not provided by the user facility. Batch production record reviews were performed, for all associated devices, on the two lots identified by the user facility and on all lots identified as having shipped to this account within 3 months of the occurrence date. No deviations or non-conformances were identified during the manufacturing process which could be associated with the reported event, and all lots met release criteria. Furthermore, none of the complaint devices were returned, and no companion samples were made available to the manufacturer for physical evaluation.